Event description:
It was reported that the iv3000 used in treatment had low adhesion so a back-up dressing was used to complete the treatment. No harm to the patient reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established as the product was not returned. Due to this the visual inspection and functional evaluation could also not be undertaken. Review of the manufacturing records found: the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Review of complaint history in the last 3 years found no similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in an acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As no manufacturing, material, or design issues were identified, no further investigation or additional actions are required at this time.